Manufacturer narrative:
Block g3/h3: the angiosculpt device was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a balloon leak was present. Under microscopic inspection, a longitudinal balloon tear was observed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Manufacturer narrative:
Block b5: added "this product problem is being submitted conservatively because the balloon ruptured below rbp."

Event description:
This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. (B)(6). Angiosculpt device was returned for evaluation; however, the returned product investigation has not begun, thus a supplemental report will be filed upon completion.

Event description:
The angiosculpt device was used to treat a moderately tortuous vessel and a moderately calcified mid sfa. During the second inflation at 8 atm for 30 seconds, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported.